Event description:
It was reported that, while attempting to burr the femur in a cori assisted ukr surgery, a "robotic drill critical error" and a "system time out" error would come up. They tried hitting the continue button which would allow them to keep burring but as soon as they would try to resume burring, the burr would stop and the error message would pop up again. The procedure was completed with manual instrumentation without significant delays. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference number: (B)(4). Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that there was no intervention required due to the reported issue and the problem was solved using a back-up device. This failure mode has not caused or contributed to death or serious injury, and has not necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure; nor does this failure mode represent a malfunction that could cause or contribute to serious injury if this malfunction was to recur. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that, while attempting to burr the femur in a cori assisted ukr surgery, a "robotic drill critical error" and a "system time out" error would come up. They tried hitting the continue button which would allow them to keep burring but as soon as they would try to resume burring, the burr would stop and the error message would pop up again. The procedure was finished with a smith and nephew back up device without significant delays. The patient was not harmed beyond the reported problem.